Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this patient received four inappropriate shocks due to a change in morphology which was oversensed. A boston scientific technical services discussed programming options with the caller. No adverse patient effects were reported.